Event description:
It was reported that during an electrical storm, the patient felt a surge. The patient described the feeling as if someone turned up the device quickly, and then turned it back down quickly. This occurred on three occasions during electrical storms, when the patient's device was on and the patient was located next to a window. The patient stated that the device was "working fine," at the time of this report. No further details, patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4)